Event description:
It was reported that the straps on the buckle end of the restraint are coming unfastened. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the cot restraints are worn and coming apart at the stitching. It was identified that the customer was using multiple different cleaners on the restraints, one of which was hydrogen peroxide based and therefore not approved for use with the product per the operations manual. The issue was resolved by providing feedback on the acceptable cleaners per the operations manual. Catalog number and serial number of the device have been updated in section d.

Event description:
It was reported that the straps on the buckle end of the restraint are coming unfastened. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.